Event description:
Atrial capture management programmed off. Last measured atrial threshold was high. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).